Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was under delivering insulin which resulted in the hospitalization of the customer on (B)(6) 2019 with blood glucose level of 34 mmol/l. The customer experienced diabetic ketoacidosis and hyperglycemia. . The customer's blood glucose was 33 mmol/l at the time of incident. The customer¿s current blood glucose level was 7.8 mmol/l. The customer was treated with intravenous insulin and bags of potassium for hyperglycemia. The insulin pump passed the self test and the high pressure test during troubleshooting. The device will not return for analysis.